Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported through the attorney for the patient that, "hip stem was revised as it was grossly loosened and could piston in and out of the shaft."